Event description:
The patient was revised to address concurrent dislocation of hip.

Manufacturer narrative:
(B)(4). The device has been received; however, the evaluation has not yet begun. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative reported to baxter on 25 february 2010, a colleague infusion pump with a depleted battery. The reported condition was identified during patient therapy on (B)(6) 2010 while the patient was walking. The pump alarmed with the depleted battery and infusion had stopped. The pump was swapped out. There was no documented patient injury or medical intervention necessary as a result of the interruption of therapy. The user interface module master software version (B)(4) categorized as unremediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).